Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012437259-005 was returned and analyzed. Visual inspection showed the catheter was received without a guidewire, the guidewire lumen was received extended, and no damage to the guidewire lumen was observed. The slide control function was tested and the guidewire lumen was extended retracted without any issues. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed the integrity of the nitinol array wire, which was properly attached at the tip and at the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. The continuity test was performed with multimeter for the returned catheter and showed an open loop between electrode number four and connector pin number four, an open loop between electrode number six and connector pin number six, and an open loop between electrode number eight and connector pin number eight. Dissection of the catheter confirmed charred, damaged insulation and breakage of electrode wires within the shaft. The electrode wire was ch arred within the shaft 0.2 inches distally from the handle nose. The electrode wires were broken within the shaft 0.88 inches distally from the handle nose. Damaged insulation of electrode wires within the shaft were observed 1.5 inches distally from the handle nose. In conclusion, the loop catheter did not pass returned product inspection due to a broken electrode wire, charred electrode wire, and burnt/damaged electrode wire insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was present in electrodes three through eight before the pulse was delivered. The generator was restarted and the catheter interface cable was reconnected and replaced without resolution. Ten more applications were then completed; however, an error message was received when the catheter was moved to the left inferior pulmonary vein (lipv) and the charging button was pressed indicating that there was a replay error. The generator was restarted, but the issue was only temporarily resolved before the system notice recurred. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.